Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, ultrasound guided ptcd drainage catheter placement procedure using navarre opti drain was performed and the drainage catheter connector allegedly fractured. Further it was reported that it was split into multiple pieces. Additionally, there was leakage outside the body. The procedure was completed by using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre opti drain was performed and the drainage catheter connector allegedly fractured. Further it was reported that it was split into multiple pieces. Additionally, there was leakage outside the body. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a clinician holding the drainage catheter was attached to the external connector. A complete break was noted on the drainage catheter hub and broken part was noted to be missing from the catheter hub. Therefore, the investigation is confirmed for reported catheter connector fracture, material separation and fluid leak issues for one device as the complete break was noted on the catheter hub. However, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter connector fracture, material separation and fluid leak issues for the remaining two devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.